Event description:
A health care professional reported that during a intraocular lens (iol) implant procedure, the lens had multiple crack after implantation. Additional information ahs been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).